Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not cycling and was due for preventative maintenance. Patient involvement is unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received with a cracked bottom housing, battery cover, peep/CPAP knobs, damaged input/output fitting, and missing o2 knob cap. Per functional testing, using the settings the device was received in with, the device cycles as intended. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device is scheduled for repair for the noted physical damage and will be returned to service upon successful completion of repair activities.